Manufacturer narrative:
Product analysis: visual, optical examination and functional of the ibt balloon identified a sharp cut at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as: cancer with vertebral fracture. For which, patient underwent balloon kyphoplasty at level l1. Intra-op, during inflation, the balloon ruptured. There was no resistance and very low psi. The product came in contact with the patient. No patient symptoms or complications as a result of this event. No fragments were left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.